Event description:
The company was informed that the patient is experiencing pain at the implant site and covers the whole side of the head. The pain reportedly decrease slightly with removal of the processor. The implant site is tender to the touch, however, no visible swelling or infection has bee noted. The patient was admitted to the hospital for 3 days and received i.v. Augmentin. The ent consultant does not believe there is any infection. Advanced bionics is in the process of gathering further information, once more information is received a supplemental report will be submitted.